Event description:
It was reported that during a low anterior resection, the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Unknown, captured as awareness date. Batch #: unk . The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the device was used on the rectum. The procedure was not converted. The anvil in question was placed as it was. The patient¿s condition is stable and discharged from the hospital.

Manufacturer narrative:
(B)(4) date sent: 06/22/2022 d4: batch # 320a07 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device was received with no apparent damage and no anvil was received. In addition, a tyvek was received along with the device. The breakaway washer was not present and the device was fully loaded with staples. When the battery was installed, it cannot be installed completely. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged; this condition does not allow attached the battery completely. In addition, marks and damages on the bulkhead shroud were noted possible cause by improper battery loading. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.